Manufacturer narrative:
Our fse (field service engineer) was on site and investigated the reported issue. The issue was able to be reproduced. The fse found a defect in power dc/dc supply section of the ventilator and replaced the printed circuit for dc/dc. Then the ventilator passed pre-use check and other functional tests and returned to clinical use. According to received logs, the ventilator passed pre-use check on (B)(6) 2020 and the technical logs do not contain any errors that may indicate a ventilator malfunction. We did not get any parts or visual evidence. The root cause of the reported issue is the defect/fault in dc/dc supply section of the ventilator.

Event description:
It was reported that the ventilator did not power on. There was no patient involvement. (B)(4).